Event description:
It was reported that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure and explant ipg will nor be returned due to facility rule. The patient was doing well postoperatively.